Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was 280 mg/dl at its highest. To address bg, customer went to the emergency room (ER) to obtain alternate insulin therapy. During troubleshooting with tandem technical support, no issues with the pump or supplies was identified. The customer declined to provide additional information regarding the issue.